Event description:
It was reported that there were concerns of premature battery depletion (pbd) with this subcutaneous implantable cardioverter defibrillator device. Device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. No problem was detected. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) with this subcutaneous implantable cardioverter defibrillator device. Device was explanted. No adverse patient effects were reported.